Event description:
It was reported that an asymptomatic patient presented for a follow-up. The device was oversensing post-paced t-waves. Reprogramming was recommended to decrease the ventricular sensitivity. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.